Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her daughter experienced high blood glucose level over 600 mg/dl. Insulin pump had motor error alarm. Dive support cap was normal. Customer stated that keypad between the esc and the easy bolus button was cracked. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm or motor loud/noise anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had minor scratched lcd window. (B)(4).